Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. Since the user was not responsive the complaint could not be confirmed.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025 at 6:00 pm. The sensor's site is the upper left arm. It was confirmed that an incision was made to attempt to remove the sensor. Sensor was palpable before the incision. Transmitter and ultrasound were used to localize the sensor. Magnet wasn't used to localize the sensor.

Manufacturer narrative:
The user reported hcp's inability to remove sensor. The hcp was able to feel the sensor and successfully located it using an ultrasound device. However, despite these efforts, the hcp was unable to extract the sensor. Multiple attempts were made to contact the distributor to gather information about next removal attempt. However, they remained unresponsive. Thus, no further actions were possible for this complaint.inability to remove the sensor is a known and anticipated potential adverse effect. B4.date of this report 12 july 2025. G3.date received by the manufacturer? 12 july 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.